Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 215 mg/dl versus 175 mg/dl meter to lab. Tests were done within 30 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.